Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, the customer reported that when going through the fill tubing process, insulin was not observed exiting from the end of the infusion set tubing. To address the issue, a new cartridge and infusion set was loaded, and the customer observed drop of insulin; however, when performing the fill tubing process, the "done" button was greyed out and the customer was only able to press the back button. Reportedly, the pump displayed a message to load a new cartridge; however, the customer was unable to verify the message received. A new cartridge was loaded successfully and insulin delivery was resumed. Blood glucose level ranged from 440 (mg/dl) to over 600's (mg/dl), and a bolus was delivered with the pump to address bg level.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified for the charging issue. Additionally, based on the analysis, the alleged fill tubing issue could not be verified.